Event description:
It was reported that during an unk procedure, during stapling on the sleeve, the reload started stapling and then stopped, and the blade needed to be reversed. A new reload of the same lot was used to continue the procedure. There was no damage to the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2024. D4: batch # 424c57. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload and a tyvek were received partially fired 1/2. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 424c57, and no non-conformances were identified.